Event description:
Event description boston scientific received information that this implantable right ventricular (rv) lead exhibited a high pacing impedance measurement greater than 2000 ohms. There were no reported adverse patient effects.